Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) testing revealed no pacing output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient had symptoms of syncope, lightheadedness and had a heart rate of 25 bpm. The device had no output. It was also noted that when the device was checked two months prior, it showed the remaining longevity was 11-44 months. The device was replaced. No further patient complications have been reported as a result of this event.